Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: no product at hand; no pictures received. Batch history review: the device history records have been checked for the available lot number and found to be according to specifications valid at the time of production. One similar complaint registered against the same lot number has been recorded. Conclusion and root cause: the failure is most probably reprocessing related. Rationale: due to the fact that we did not receive the hand piece, an investigation could not take place. However, the hospital was visited during the reprocessing procedure by the sales consultant on 29apr2019. It was detected that several of the steps were not followed according to our guidelines in the instructions for use (IFU). These findings are most likely the cause for the mentioned moisture inside of the hand piece. Therefore, reprocessing will be adjusted at the facility to prevent such issues.

Event description:
It was reported that there was an issue with the elan hand piece. The central processing noted that even after following the cleaning instructions, the device was not completely dry inside. It was felt that corrosion would eventually occur, and possibly not be visible from the outside of the hand piece. Additional information was not provided.